Manufacturer narrative:
This report is associated with MFR report numbers: 3005168196-2016-01631; 3005168196-2016-01700; 3005168196-2016-01701; 3005168196-2016-01702; 3005168196-2016-01703; 3005168196-2016-01704; 3005168196-2016-01705; 3005168196-2016-01706; 3005168196-2016-01707; 3005168196-2016-01708; 3005168196-2016-01709; 3005168196-2016-01710; 3005168196-2016-01711; 3005168196-2016-01712; 3005168196-2016-01713; 3005168196-2016-01714; 3005168196-2016-01715; 3005168196-2016-01716; 3005168196-2016-01717; 3005168196-2016-01718; 3005168196-2016-01719; 3005168196-2016-01720; 3005168196-2016-01721; 3005168196-2016-01722; 3005168196-2016-01724; 3005168196-2016-01725; 3005168196-2016-01726; 3005168196-2016-01727. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device remains implanted in the patient.

Event description:
The patient was undergoing a coil embolization in the left internal carotid artery (ica) procedure using penumbra coil 400s (pc400). During the procedure, while advancing the 28th pc400 through the px slim delivery catheter (px slim) the physician experienced resistance and the pc400 unintentionally detached within the px slim. The physician then removed the px slim in order to remove the detached pc400. The procedure was completed using the same px slim and a new pc400. After the procedure, the patient¿s condition worsened and a computerized tomography (CT) confirmed that the patient suffered a subarachnoid hemorrhage (sah) which was believed to be from the aneurysm. It is unknown what caused this sah. The patient underwent an additional procedure to embolize the parent vessel using non-penumbra coils in order to treat this sah; the procedure was successful and the patient¿s condition was stabilized.